Event description:
It was reported that ventricular pacing (vp) was lower than the programmed rate and review of the holter monitor shows pauses. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.